Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. During preparation of the clip delivery system (cds), it was observed the delivery catheter (dc) handle was leaking from the lock lever cap. Due to this issue, the cds was not used and was replaced. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.